Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported by the compassion s3 trial, during an s3 case, the valve was positioned at the middle of the intended landing zone and deployed using slow continuous inflation. The delivery system balloon ruptured at end of deployment with the s3 valve stable and fully expanded at the intended position. The delivery system was backed out to level of leia where extreme resistance was felt. Vascular surgery was consulted and the decision was made to cut down the lfv for device removal. The delivery system and sheath were pulled back as one unit with the majority of the delivery system and all of the sheath successfully removed from the patient prior to a small incision being made in order to remove the balloon material and tip of ds from the vessel and subcutaneous tissue. No significant blood loss or hematoma noted, only minor bleeding into surrounding tissue. Lfv was successfully closed via surgical repair.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. During visual inspection it was observed that the inflation balloon to crimp balloon (I/c) bond was separated. The inflation balloon appears to be intact with no missing pieces or additional tears. Minor gouges are visible on the flex tip. No relevant functional testing related to the torn balloon could be performed due to the damaged condition of the returned device. However, the complaint for balloon torn was confirmed by visual inspection. Crimp balloon double wall thickness measurements were taken to ensure that the wall thickness of the material was within specification as a thin wall could contribute to the observed separation. The crimp balloon double wall thickness measurements met specifications. No manufacturing non-conformance could be identified. A device history review of the relevant work orders did not reveal any issues that could have contributed to the complaint event. Complaint history review revealed that the complaint rates for the trend categories (¿damaged¿ and ¿withdrawal difficulty¿) did not exceed the control rates for july 2017. Additionally, based on the review of the IFU and training manual, no deficiencies have been identified. The complaint for the ¿balloon ¿ torn¿ was confirmed based upon the visual inspection of the returned device (torn crimp balloon). The crimp balloon was observed to be torn and separated adjacent to the I/c bond. A review of the manufacturing mitigation supports that the balloon and delivery system had proper inspections in place to detect issues related to balloon tears and delivery system withdrawal difficulties. Factor known to contribute to balloon tears are tortuous patient anatomy and procedural factors from handling during valve alignment and fine adjustment. Per the event description, the delivery system ¿ruptured¿ at the end of deployment using slow continuous inflation. It is likely that events during valve alignment led to the weakening of the I/c bond and ultimate separation during deployment. If the physician performed the valve alignment process in tortuous anatomy, it may result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. As noted during visual inspection, there were gouges on the flex tip that suggest diving occurred. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to a weakening of the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Inflating the balloon could then, in turn, cause a full rupture of the weakened bond upon valve deployment. The rupture could be caused by the inflation force coupled with any degree of calcification of the native annulus. A definite root cause is unable to be determined at this time, but is likely attributed to procedural factors (valve alignment) due to patient tortuosity (tetralogy of fallot, pulmonary atresia, vsd). Based on the returned condition of the devices (sheath stretching and torn balloon), the complaint was confirmed for ¿withdrawal difficulty¿. However, no indication of a potential manufacturing nonconformance was identified. Available information supports that the reported condition of the torn balloon likely resulted in difficulties withdrawing the delivery system balloon into the sheath. This scenario can cause the balloon component to drag or catch onto the sheath distal tip during retrieval. Alternatively, other patient/procedural factors that can contribute to difficulty retrieving a device include patient vascular calcification/vascular tortuosity, sheath insertion angle, coaxially of the device being retrieved, position of the flex tip on the delivery system during retrieval, and residual fluid in the inflation balloon post thv deployment based on the available information, the reported torn balloon likely resulted in retrieval difficulties reported in the complaint. No manufacturing issues were identified in the returned product during engineering evaluation. Available information suggests that patient/procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rate did not exceed the control limits for this trend category. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation of this event is ongoing.